Event description:
A customer contacted stryker to report that their device didn't display ECG through the therapy cable. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device didn't display ECG through the therapy cable. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer's device and used equipment was evaluated by an hospital biomed, who verified that the used quick-combo therapy cable was faulty. Stryker further evaluated the quick-combo therapy cable at the product assessment center (pac) and was not able to verify reported issue. However inspection of the cable connectors with usage of a microscope showed signs of wear and tear on the distal qc connector internal high voltage contacts. The operating instructions states that stryker recommends replacement of therapy cables every three years to reduce the possibility of failure during patient use. The cause of the reported issue was determined to be due to poor maintenance. The quick-combo therapy cable was archived by stryker.